Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device status log had an ECG front-end failure (processor pca) message. There was no reported patient involvement.